Event description:
Plastic part of the needle broke during hemodialysis treatment. The break for the incident occurred at the plastic end that makes the junction with the bloodline tubing. Treatment was stopped and the pt lost approx. 200ml of blood as stated by the hcp.